Event description:
It was reported that a patient alert triggered. It was also reported that the right ventricular (rv) lead had increasing and high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.